Event description:
It was reported that at the bedside the limit alarms were not posted, but at the central station the alarms were posted acoustically and optically. The bedside acoustical alarm was found to be fully functional during inspection. It was reported that the patient had to be reanimated. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.